Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, this lead was found to have oversensing. Lead dislodgement was confirmed. The physician suspects twiddler's syndrome. The patient is not pacemaker-dependent, so the lead was programmed off and a revision procedure was scheduled. During the revision procedure, twiddler's syndrome was confirmed. The leads were repositioned with success and all parameters were within normal range. No adverse patient effects were reported.